Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2015. (B)(4) represents the adverse event which occurred on (B)(6) 2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2017 due to abdominal pain, recurrent hernia and obstruction. No additional information was provided.